Event description:
It was reported that the ilet displayed alert 38 indicating a consecutive stalled motor and the patient was unable to proceed because the pump could not infuse insulin; the issue was associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a device communication problem was identified, with failure to infuse linked to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.